Manufacturer narrative:
As reported, the patient experienced pain, tightness, electric shocks and difficulty in changing position post implant of the ventrio st mesh. No additional information can be requested. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. The adverse reactions section of the instructions-for-use supplied with the device lists pain as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per ansm n° (B)(4): as reported the patient underwent implant of ventrio st mesh on (B)(6) 2024. Date of occurrence: (B)(6) 2024. Period of occurrence: up to today. Pain, tightness, electric shocks, difficulty changing position, etc. Current patient status: daily assistance, limited outings, very complicated social life. Actions taken in the healthcare facility to treat the patient: nr.